Event description:
It was reported that signal loss over one hour occurred on transmitter with serial number (B)(6).. However, transmitter with serial number (B)(6) was returned for evaluation. The product was evaluated. An external/exterior visual inspection was performed and passed. Transmitter voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause was transmitter, discharge battery. The reported event of signal loss over one hour is reportable based on transmitter loss of connection over 1 hour because no data in share log, transmitter voltage is 0. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.